Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. Service rep suspects defective video control circuit board. Replacement circuit board currently unavailable. System removed from service until repairs can be effected.

Event description:
Reported that the system 9600, during a cine run, locked up after both monitors began "flickering". The system was rebooted and operated normally for several minutes and then locked up again. No pt involvement was reported.